Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she believed the insulin pump was not delivering insulin. Her blood glucose was running high all day after changing the infusion set the night before. Customer's blood glucose level was 564 mg/dl. She was feeling dizzy. She treated her high blood glucose level with 10 units of insulin. The infusion set cannula was bent and had blood. She was not feeling well to troubleshoot. The device was not returned.